Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that during cochlear implant surgery the drill was used for a minute when it was found to be shaking. The procedure was extended for 5 minutes due to back up product was used to complete the procedure. There was no patient impact.